Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 360 mg/dl, 104 mg/dl, 151 mg/dl, 198 mg/dl, and 91 mg/dl within 5 minutes on the aviva system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.